Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test, delivery accuracy test and displacement test. Unit received with cracked case at the display window corners, display window, reservoir tube. Reservoir tube window and battery tube threads. Unit received with broken belt clip slot. Unit received with minor scratched display window and case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump was scratched all over and was having difficulty reading the screen. Customer had recently been out of the hospital and was concerned the customer was not receiving the right amount of insulin. Customer stated the scratches on the screen possibly occurred while customer was hospitalized for high blood glucose over 600 mg/dl. On (B)(6) 2017. Customer is unsure what may have led to the hospitalization. Customer was wearing the insulin pump when she went to the hospital but it was removed once she was admitted. Troubleshooting was not possible as the customer is unable to read the screen. Customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. The device is returning for analysis.